Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
An accolade stem was opened by the scout nurse, and the scrub nurse lifted out the inner package. The inner package was intact, but it was noticed by the scrub nurse that a small fibre of some kind (circled in photo) was on the intact lid of the inner packaging. All personnel in the sterile field were wearing surgical hoods. The surgeon did not believe sterility had been compromised, so the inner package was opened and the implant implanted. The affected packaging was handed off for photographing. A piece of tape was applied to the fibre, to allow future analysis/ prevent it from getting lost.

Manufacturer narrative:
An event regarding foreign matter involving an accolade stem was reported. The event was confirmed. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a review of the event by the manufacturing cell noted; from the complaint, its not possible to determine the source of the fm, whether it being internally sourced (manufacturing environment) or externally sourced (operating theater). There are adequate controls in place to minimize the chance of exposure of fm to the implant or packaging process. As a result of this investigation and the fact that the fm was identified after the opening of the blister by the scout/scrub nurses, we cannot confirm that the fm present on the package sourced from the manufacturing process or if it was introduced in the operating theater. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
An accolade stem was opened by the scout nurse, and the scrub nurse lifted out the inner package. The inner package was intact, but it was noticed by the scrub nurse that a small fibre of some kind (circled in photo) was on the intact lid of the inner packaging. All personnel in the sterile field were wearing surgical hoods. The surgeon did not believe sterility had been compromised, so the inner package was opened and the implant implanted. The affected packaging was handed off for photographing. A piece of tape was applied to the fibre, to allow future analysis/ prevent it from getting lost.